Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks for atrial fibrillation with rapid ventricular response. Upon review, it was discovered that the inappropriate therapy was caused by atrial beats falling into a blanking period. Programming changes were made. Patient was in stable condition.